Manufacturer narrative:
A connection error occurred between the vendor's platform to the FDA esg gateway.

Event description:
Implant failed to osseointegrate.

Event description:
Implant failed to osseointegrate.